Event description:
Dr reported that two implants were mobile in site. Dr elected to remove the implant. Pt is reportedly fine. Pt is same pt as medwatch reports #2023141-1998-00351 and 2023141-1998-00353.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Measurements taken showed the implants reported as two 0610 were actually one 0401 and one 0610. Co was unable to review the lot histories of the subject products since the product's lot numbers were not provided by the doctor's office.